Event description:
Additional information was received from the device manufacturer representative indicated that the catheter was unable to aspirated so the dye study was aborted. It was reported that exploratory surgery was performed which showed that the catheter was attached to the pump. The catheter was dissected and was then able to be successfully aspirated.

Manufacturer narrative:
Continuation of d10: product ID 8709sc product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at 2.5 mg/day) and bupivacaine (bupivacaine 1.5 mg/ml at 0.3750 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient experienced headache, being hot and cold, sweating, and altered mental status. The pump was interrogated and there were no alarms. The patient was admitted to the hospital and they were obtaining an MRI (magnetic reson ance imaging) of the patient's head. There were no known environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention was planned. The issue was indicated as having been resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated on (B)(6) 2021 the MRI showed no evidence of stroke. The cause of the patient¿s symptoms was unknown. It was unknown if there was a device issue, patient/therapy issue, procedure issue, etc. A dye study was scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.